Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on their onetouch verio 2 meter. However, no results were provided. This complaint is being reported because the reported results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.